Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tandem-provided usb charging cable wires has started to come apart and became exposed. There was no adverse impact to customer's blood glucose level. Reportedly, the customer was able to successfully charge the pump using original usb cable.